Manufacturer narrative:
Corrected information: annex e, annex f, annex a, h10-investigation results. The investigation for thrombus, stenosis and organ perforation was omitted in error from the initial medwatch. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ/vena cava perforation, thrombus, stenosis. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. 20 devices in lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received a filter via the right common femoral vein status post trauma. Patient is alleging vena cava and organ perforation, stenosis and caval thrombosis. Patient notes experiencing "I suffer from quadrapelegia [sic] and have no feeling from the chest down". Per a computed tomography (CT) abdomen and pelvis: "conclusion: thrombosis of the ivc below the ivc filter. There appears to be extensive collateralizatlon of veins with prominent superficial and mesenteric edema. Thrombosis of iliac and femoral veins also suggested bilaterally". Per a CT abdomen: "there is an intervening cava filter in place. The filter appears to be appropriately positioned with the top of the filter at the level of the renal veins no definite filter fracture identified. The majority of the filter legs have perforated the inferior vena cava. For example the lateral main strut extends 9 mm beyond the wall of the cava. The medial main strut extends 7 mm beyond the cava and contacts the abdominal aorta. This does not appear to penetrate the wall of the aorta. The main anterior strut extends 7 mm beyond the wall of the cava and contacts the posterior wall of the duodenum but does not appear to perforate the duodenal wall. The main posterior strut also extends partially 7 mm beyond the wall of the inferior vena cava. Smaller legs also appear to penetrate just beyond the wall of the cava. The inferior vena cava below the level of the filter is extremely small suggesting either congenital or chronic occlusion. Vena cava at and above the level of the filter is of normal caliber including the intrahepatic portion of the vena cava. "Impression: 1. Inferior vena cava filter in place with the superior tip at the level of the renal veins. Multiple struts of the filter perforate the vena cava as detailed above. There is marked narrowing of the cava below the level of the filter which may be due to occlusion". Per a CT abdomen and pelvis: "findings: an inferior vena cava filter is now present. The upper most tip of the filter is at the level of the renal veins. Below this level the inferior vena cava is diminutive and nonopacified suggesting chronic obstruction. Collateral vessels are now apparent in the retroperitoneum".

Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. (B)(6) investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: it is alleged that "on or about (B)(6) 2014 pt was implanted with a cook celect vena cava filter. In (B)(6) 2018, the pt underwent a computed tomography scan ("CT scan") which revealed a significant amount of thrombus was located beneath his cook celect vena cava filter. The CT scan further revealed the pt was suffering from caval stenosis at the site of his cook celect vena cava filter. Further, the CT scan identified that the pt also had a possible dvt in his right leg. On or about (B)(6) 2019, the pt underwent another CT scan. This CT scan revealed his cook celect vena cava filter had moved since its implantation as several filter struts were now penetrating through his caval wall. The CT scan further identified that at least two of the filter struts were abutting his abdominal aorta and duodenum respectively. Hospital and medical records have been requested but not yet provided." Patient outcome: it is alleged that "pt is at risk for future cook filter fractures, migrations, perforations and tilting. Pt faces numerous health risks, including the risk of death. For the rest of pt's life, he will require on-going medical monitoring and use of anti-coagulants." It is further alleged that "[pt] has suffered and will continue to suffer serious physical injuries, pain and suffering, mental anguish, medical expenses, economic loss, loss of enjoyment of life, disability."